Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported a malfunction, it was found that the device does not display video and image sometimes, therefore we can confirm this complaint as a defect was found with the complaint device. The camera was found to be defective but the device was found to be irreparable. The device was recycled in accordance with the customer's instructions. Given the information provided we cannot discern a definitive root cause for the defective camera. No non-conformances were identified for this part (242400) - lot number (om02122) combination per qlik query executed (B)(4) 2019. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst tool that the hd camera head has a malfunction. The cause is unknown. It was unknown about the patient status/ outcome/ consequences. It was unknown if there was any medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) was required or whether the patient was part of a clinical study.